Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. A visual examination of the sample confirmed the reported condition since there was a separation at the y-junction. The sample was visually inspected but not removed from the plastic bag, because the sample was contaminated with blood. The cause of this reported condition was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter product surveillance of a clearlink y-type extension set in which the tubing separated during patient use on an unknown date. The medication being administered was unknown but it could have been one or all of the following: valium, fentanyl, morphine, zemero, and lactated ringers. The set is contaminated with blood. The separation occurred at the tubing of the male luer; on the other end of the tubing where the mid-junction occurs. There was no patient injury or medical intervention necessary. No further information is available at this time.